Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date and device manufacture date are currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in australia that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that when the needle on the expressew iii sutuer passer w/o hook device was deployed, the surgeon heard a "snap" noise and noticed that the top jaw of the gun was loose. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: upon visual inspection of the photo, the laser information was faded, and it was not possible to see the condition of the jaw. Based on the photo, the complaint cannot be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The photo do not provide enough evidence to determine root cause. Without physical evaluation, we cannot define a root cause. The possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per the instructions for use, it is important to inspect the device prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. Also, jaws and teeth should align properly. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed that the device had marks of wear. It observed that the jaws did not open/close normally contributing to the holding failure; besides, the upper jaw was loose when the jaws are closed. It was not possible to test its functionality due to it did not correctly hold the sample rubber strip and it is not fully functional. The pin jaw/shaft was missing. Therefore, this complaint can be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Upon further investigation it was found that the shear pin inside the handle of the device had failed, eliminating the linkage between the jaw lever and the actuator, preventing functionality of the jaw. This shear pin is a design feature to ensure that the tissue is clamped and prevent loose bodies from leaving the device the possible root cause for the issue experienced can be attributed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually damage the jaw; also, it is possible that the failure occurred due to excessive mechanical force while handling the device. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. However, it cannot be conclusively affirmed. As per IFU, when position the jaws and close the jaw it is necessary to secure but gentle grasp. If too much force is used to grasp tissue, passage of the needle and suture will be impeded. Also, it is necessary to follow the instructions of any cleaning and the recommendation of the proper condition during the sterilization and maintenance to avoid any damage. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. H10 correction narrative: the lot number was inadvertently not documented in h10 on the previous report; therefore, this documentation shows that it was updated to reflect the correct information. UDI: (B)(4).